Manufacturer narrative:
This report is submitted on june 05, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
The device was explanted on (B)(6) 2019. The recipient was re-implanted with a new device at the same surgery. The device received at cochlear on (B)(6) 2019 and device investigation is in progressing. This report is filed on july 26, 2019.